Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP/ bipap, and mechanical ventilator devices. The manufacturer received information alleging visualization of particles. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : the device has not yet been returned to the manufacturer.

Manufacturer narrative:
The manufacturer previously reported information in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP/ bipap, and mechanical ventilator devices. The manufacturer received information alleging visualization of particles. There was no report of patient harm or injury. Update: the patient reported no alarms sounded on the device, and the device was working with full functionality at the beginning of first use. Additionally, the patient stated no particles were observed in the device. The device is 7 years old. The device was cleaned with mild soap in a bucket of water, then let to air dry. The device was cleaned weekly. The last use of the device was approximately 1 year ago. The patient stated the physician recommended to stop using the device. The patient received a replacement device. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.